Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic thyroid surgery, after the red light, the generator was removed, the cutter head also broke within 2 minutes of being used. It was taken out by hand. There was nothing left in the patient's cavity. There was a blood loss of less than 250cc. There was no patient injury. There was no further information available.